Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced scratch on the screen and was difficult to see and the entire unit of pump was loose. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap damage which was not included in the initial report. So, the details were updated in sections b5, h6 (medical device problem code 1260 has been added), h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced scratch on the screen and was difficult to see, damaged battery cap and the entire unit of pump was loose.

Manufacturer narrative:
The pump passed the self test. No damage noted on the battery cap. The pump was received with a minor scratched display window, scratched display window cover, scratched case (at the front and the back of the pump), peeling keypad overlay, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Perform the history review 2 days prior to the event date 26-feb-2025 in the pump history file and found 2 lost sensor alert on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The p-cap locks properly into the reservoir compartment. History download was successful using thump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the self test. Damage-battery cap not confirmed. Cosmetic damage was confirmed at the front and at the back of the pump. Activation-keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.